Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 15-apr-2021 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 16-apr-2021: distal cap - fixed type failed epoxy seal integrity inspection, bending rubber pinhole, distal tip annual maintenance, distal cap/ case cracked, biopsy insulation ring deformed, failed wet leak test, segment steel braid cut, failed dry leak test, hole in # 2 remote control button cover, operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, insulation ring assy, rl pulley assy, ud pulley assy, o-ring(0.5x1.3) imp-1. Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2016. The endoscope is awaiting repair or approval by final qc as of 06-may-2021.